Event description:
A malfunction alarm labeled malf 12 was reported, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer received pump reset information from technical support, who assisted with resetting the pump. The malfunction did not recur after the reset, allowing the customer to continue using the pump, and they were advised to call back if the issue reoccurred.